Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13c05032, h13d30020 and h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced diverticulitis followed by bacterial peritonitis, manifested by the presence of white chunks in the effluent, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was thought to be the diverticulitis. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was discharged from the hospital a week later and they were reported to be recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 2.